Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 74.5cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22-feb-2021. It was reported that crossing difficulties were encountered and shaft kink occurred. The 85% stenosed, 15mm x 3.7mm target lesion was located in the severely tortuous and severely calcified proximal end of the left circumflex (lcx). A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the device could not cross the lesion and it was noted that the balloon delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed shaft separation. It was further reported that during advancing the shaft separated inside patient. The device was removed directly and slowly.